Event description:
In 2008, this pt had a traumatic dissection of his proximal descending thoracic aorta. As reported, he was stabilized, and then a gore tag thoracic endoprosthesis was implanted. His aortic diameter was 22mm-23mm. Deployment went without incident. Two days later, the pt experienced a cardiac arrest and rec'd chest compressions. A change in the tag profile was noticed on chest x-ray and collapse of the graft was found with sluggish flow through the collapsed graft. After balloon re-expansion, flow was restored through the graft and good wall apposition was found. The physician felt that the graft compressed secondary to chest compressions. Two days later, the graft re-collapsed and on the next day, two add'l gore tag thoracic endoprostheses were implanted at another facility. The pt reportedly was in good condition with stable stent grafts. No add'l info is available.

Manufacturer narrative:
Method: a review of the mfg paperwork has been conducted. Results: the review of the mfg paperwork verified that this lot met all pre-release specs.